Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 541 mg/dl. The customer¿s mother stated that insulin pump was unable to receive manual blood glucose entries nor boluses. The customer¿s mother stated that the insulin pump was not present during the call. The devices will not be returned for analysis.

Manufacturer narrative:
To inform that the device info was incorrect with the initial report. The correct information has been provided with this report.